Event description:
It is reported that the patient was revised after one year because of aseptic loosening of the femoral component.

Manufacturer narrative:
Information was rec'd via (B)(4). No devices or photos were rec'd; therefore the condition of the components is unk. The part numbers and lot numbers are unk; therefore, the device history records could not be reviewed. This device is used for treatment. Surgical notes were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The package insert states that "loosening of the prosthetic knee components" as an adverse effect; this is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.